Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four sets fell off events during use on date 11-jun-24. The infusion set was in use for 1-2 days for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.